Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (reset) has been confirmed. Upon investigation the monitor was resetting. The cause for the failure was isolated to a damaged y500 oscillator on the computer/analog board. The oscillator was not producing any output. The root cause for the defective oscillator could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was resetting.